Event description:
The customer reported that during a pancreaticoduodenectomy, the device jaws could not be re-opened while on tissue. The surgeon removed the device from tissue manually. While removing the device, a single area of tissue was damaged. The surgeon opened another instrument, sealed the tissue and completed the procedure successfully. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.